Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that when the patient woke up, it was noticed that the tubing on the infusion set had a crack and it was noticed two days ago, as the patient felt rough on the tubing and it had cracks on two different places. Further, the patient was not moving a lot because of a broken hip. It did not feel like it was flexible and not rubbery unlike with the previous one before and was stiff and rough now. The patient had this issue with multiple infusion sets (2 out of 10 infusion set had this issue). The site location was on the patient's abdomen and the infusion set had been used for two days. The infusions were stored at the room temperature. Further, the there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 187 mg/dl. No further information available.